Manufacturer narrative:
(B)(4). A photograph of the opened box was received for analysis. Upon visual inspection of the picture, two opened boxes of product code g1713 with different lots number jmj037 and lbh233. However, no conclusion could be reached as what caused that the reference of the outbox and bag do not correspond to the needle as the sample was not returned for analysis.

Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. Prior to using on the patient, it was noticed that the reference of the outbox and bag did not correspond to the needle. It should be needle spatulated whereas it is reverse cutting needle. Needle was not used during the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional evaluation summary: an unopened sample was received for analysis. During the visual inspection of the unopened sample, it was observed that the folder had drawing of needle with sale type stc-6 and a straight reverse-cutting needle description. Also, information printed on the folder was compared in our system and all information was correct. A change was performed in the graphic to align the labeling with the product inside on the folder. In addition, the packet was opened and the needle was examined for visual inspection and it belong a micro point reverse cutting needle. Per the condition of the sample, no defects of packaging - labeling identification were found.